Manufacturer narrative:
Device evaluation indicated that the lead passed visual and mechanical tests performed. The complaint was not confirmed. Lead passed all cis testing. Lead exhibits normal device characteristics.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein, the physician replaced the paddle lead with a new one due to suspected device malfunction. The patient was doing well following the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the lead site and pocket site when stimulation was turned on. X-ray was taken and the physician suspected internal cramping or lead coiling/bending of the lead body from the contacts to the ipg. Database analysis revealed no anomalies. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing discomfort at the lead site and pocket site when stimulation was turned on. X-ray was taken and the physician suspected internal cramping or lead coiling/bending of the lead body from the contacts to the ipg. Database analysis revealed no anomalies. The patient will undergo a revision.

Event description:
A report was received that the patient was experiencing discomfort at the lead site and pocket site when stimulation was turned on. X-ray was taken and the physician suspected internal cramping or lead coiling/bending of the lead body from the contacts to the ipg. Database analysis revealed no anomalies. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).